Event description:
It was reported that the ventilator was delivering 8 - 12 bpm when setup to deliver 35 bpm. The pt was switched to another ventilator. In conversations with a supervisor in respiratory care and a biomed technician, it was determined that the pt condition at the time the pt was switched to another ventilator was: developed acidosis, hypercarbic, low sats, high heart rate. Pt was stable as of 1/2001.